Event description:
It was reported to vyaire medical problem with the laptop 1200 ventilator where the unit had an xdcr (transducer) fault prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, they have checked all connections and did not find any kinked or damaged tubing. Then went to the event trace and found multiple xdcr flt1 error entries, xdcr wid, xdcr nar, xdcr bi, xdcr lo. Vyaire advised replacement of the analog board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.